Event description:
Synthes condylar plates with handle was sterilized prior to use. After surgery, the handle (which vendor said is not to come apart) came apart and there was dried blood inside. Tech though looked like old blood but cannot be certain. Vendor took equipment and said that it isn't meant to come apart, however, would not have noted the blood inside otherwise. Diagnosis or reason for use: open reduction internal fixation of femur.